Event description:
Boston scientific received information that post implant of this ventricular lead it was noted that the patient had loss of capture and the lead had dislodged. The patients pocket was reopened, and the lead was repositioned successfully.

Manufacturer narrative:
The lead was successfully repositioned and is now working appropriately.